Event description:
The manufacturer received information from a third party service center alleging a ventilator failed to sense accurate pressure readings. There was no harm or injury reported. The sensor board was replaced to address the issue. The component only was returned to the manufacturer's product investigation laboratory for investigation. The customer's complaint was confirmed. The root cause of the failure was found to be due to contamination of the proximal pressure sensor.